Event description:
The facility reports while lifting the pt from the bed, the carer pushed the hanger handle down to put pt in the upright position. The hanger started to move up slowly at first, then rapidly and caught the carer on the cheek.